Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2019 with the following findings: on investigation, the audio bolus button demonstrated normal functionality. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged the audio bolus button was unresponsive. The reporter denied moisture in the pump and denied damage to the audio bolus button cover. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.